Event description:
Customer reported he was hospitalized for a week with toe injection. Customer's blood glucose was 407 mg/dl, treated with the insulin pump. No further information reported on the hospitalization.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.